Event description:
Noise and inappropriate therapy was reported on this lead. No intervention has taken place yet. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead capped due to noise and inappropriate therapy. Should additional information be received, this file will be updated.